Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically directly into the aorta in a 43-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes mellitus (dm) presenting in post-cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) scai stage d shock on intra-aortic balloon pump (iabp), multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for high-risk coronary artery bypass graft (CABG) surgery. While in the intensive care unit (ICU), the patient experienced ventricular fibrillation (vf) arrest. Cardiopulmonary resuscitation (CPR) was performed. Echocardiogram showed deep positioning of the impella and was utilized for device repositioning from 6.4 cm pulled back to 5.4 cm. The patient had no other issues prior to impella explant. The post-procedure outcome was survived at explant. Arrhythmia resulting in cardiac arrest is a known risk of the impella device and may be influenced by device-related and patient-related factors including mechanical interaction of the device within the heart, position related, underlying myocardial disease or critical illness.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d3; e1(initial reporter title) and g1(manufacturer contact fax number) the cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was use related because it's repositioned after CPR